Manufacturer narrative:
Completed information for section a1 patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I hiv ag/ab results for one sample. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result = 1.04 s/co, repeat = 1.03 s/co, repeat with a different sample collected at the same time = 1.04 s/co. A new sample was collected: on (B)(6) 2025, sid: (B)(6): initial result = 1.04 s/co, repeat with another method = nonreactive. Repeat with plasma sample: on (B)(6) 2025, sid: (B)(6): initial result = 0.67 s/co (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
After further evaluation the suspect medical device was changed from the alinity I processing module (list number 03r65-01) to the alinity I hiv ag/ab combo reagent (list number 08p07-22). The us list number (8p07-21/-31) is a diagnostic assay, not intended for use in screening blood, plasma, or tissue donors, therefore this event does not meet reporting criteria in the us. Based upon this new information, this complaint is no longer a reportable event and not further information will be provided.

Event description:
The customer observed false reactive alinity I hiv ag/ab results for one sample. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 1.04 s/co, repeat = 1.03 s/co, repeat with a different sample collected at the same time = 1.04 s/co a new sample was collected: (B)(6) 2025, sid (B)(6): initial result = 1.04 s/co, repeat with another method = nonreactive. Repeat with plasma sample: (B)(6) 2025, sid (B)(6): initial result = 0.67 s/co (nonreactive) no impact to patient management was reported.